Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: was the needle retrieved from the patient during the initial procedure? Yes if not, please explain: was there any additional tissue damage as a result of searching for the needle? No is the device available for return ? . Please document the shipment tracking number :. No provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq). Nicola mabey, materials management team. Please also provide us with an update with regards to the product return. Have you already returned the product for analysis? (If yes, please confirm the date shipped and the courier tracking number) if the hospital has not or will not release the product until a future date please confirm this and what the future date is. If the product is no longer available please advise. Product not available. I do have unopened product from the same lot. Please advise on best way to return this if these sutures would be useful to analyze. Additional h11: what were the immediate actions taken? : suture needle fragment located and removed safely under xray guided by consultant patient informed and apology given. No harm came to patient. Material management team notified and ethibond stock checked for the same lot number to be reviewed. "D4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available. "

Event description:
It was reported that a patient underwent a pacemaker implant procedure on (B)(6) 2026 and suture was used. During a pacemaker implant procedure, whilst the leads were being sutured in place by consultant. The ethibond curved suture needle snapped off and was embedded in the patients skin. No adverse patient consequences were reported. Additional information was requested.